Event description:
Additional information received reported the patient had been seen several times. There were no impedances issues and the patient was getting better stimulation after reprogramming. It was reported the patient admitted he was "overmedicating with methadone during his eric visit." It was noted the stimulation was doing a good job of covering the patient's pain pattern.

Event description:
It was reported that the patient was in the emergency room complaining of subpar stimulation and intermittent shocking. It was recommended that the patient turn the device off until he can meet with the physician and/or manufacturer representative. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 291510001, implanted: (B)(6) 2011. Product type: accessory: product ID 365538, lot# n302271, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-p4, lot# n304669, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-39, lot# n302349, implanted: (B)(6) 2011. Product type: accessory: product ID 3550-29, lot# n301230, implanted: (B)(6) 2011. Product type: accessory. (B)(4).